Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after step 2 for the locator wings deployment, the device was retracted to position the locator wings against the anterior surface of the arterial wall with "too much force" causing the device to lose vessel access. It was reported that the locator wings were in the open position as expected during this step of deployment. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.